Event description:
It was reported that the lead was explanted due to insulation anomaly.

Manufacturer narrative:
A fracture of the rv cables were found at 9.2cm from the distal tip consistent with fatigue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.